Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removing the impinger plate after a cancelled load. At the time of the event, the worker was not wearing gloves. No medical treatment was received and the symptoms resolved within a few hours. The worker was educated on wearing gloves when a load cancellation occurs.